Event description:
It was reported that the patient underwent a total ankle replacement. The patient is experiencing pain. Allegedly, the patient may need to undergo a revision surgery for implant loosening.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient is experiencing pain. Allegedly, the patient may need to undergo a revision surgery for implant loosening.

Manufacturer narrative:
Correction - h6 (health code, device code and method codes). The reported event could not be confirmed since the device was not returned for evaluation and imaging provided did not indicate loosening as alleged. Medical affairs was consulted on this case. Regarding the allegation of loosening, our medical professional stated, "the high-quality CT-scan shows no signs of loosening. I was able to check the bone/prothesis interfaces. There is however some radiolucency bordered by a sclerotic line between the vertical sides of the talar component and the bone. This can be indicative for low grade infection, and/or pe-liner wear." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.